Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient alleges her pump is delivering more insulin than it should. Patient reported she checked the cartridge volume yesterday and it showed 63 units. Patient stated she just checked it now and there were 21 units left. Patient reported she has not delivered that much insulin. Patient is using u500 insulin. Patient stated she rarely experienced low blood glucose levels; is able to self-treat. On follow up, patient reported she still was not sure the pump is delivering correctly. No adverse event reported. Product was replaced and requested return of alleged pump for evaluation.